Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/19/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported allergy to metal with hot flashes, pale, clammy, sweaty hands, anxiety, pain, significant fluid around hips, sleep issues, metal toxicity, rashes, fatigue, limited range of motion, chills, tinnitus and hearing loss with being homebound related to pain. Medical records reported weakness, decreased range of motion, metal reaction with fluid collections, inflammatory response, dystrophic ossification and joint effusions with metallic fragments bilaterally. Lab results for metal ions greater than 7 parts per billion. Radiographs reportedly showed osteolysis in zones 1 and 7 of left femur and a vertical acetabular cup. No revision surgery completed per report at this time. Stem added for elevated metal ions, cup added for malposition, and part/lot updated. The complaint was updated on: may 11, 2016.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner. The liner is exempt from device history record review. No other reports found against the remaining product/lot code combinations. Xrays and medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.